Event description:
Additional information was provided that, in the surgeon's opinion, iol calculation error caused or contributed to the event. The lens was exchanged for the same model iol, but with a 1.5d difference in power. The patient's issues have resolved. The prognosis is excellent, and the patient is happy after the exchange.

Manufacturer narrative:
Summary: no supplemental report will be required as the additional information provided by the surgeon indicates a calculation error. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, there was an unexpected refractive outcome. The patient reported that the near vision was too close. The iol was exchanged in a secondary procedure. Additional information was requested.